Manufacturer narrative:
Conclusion the complaint describing a leaky on the head set cannot be verified, the head set meets product specifications. Result one opened and six unopened samples were received for examination. The samples were visually inspected and tests for flow. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported a blood glucose level of 10 mmol/l (180 mg/dl) in the evening on (B)(6) 2014; took correction via the infusion device. Patient's normal blood glucose range was not provided. Patient stated that after a short time, she noticed a leakage on the self-adhesive. Patient reported she changed the infusion set cannula and took correction via the infusion device; was successful. Patient is pregnant. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.